Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not having enough energy was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of unintended activation/motion and intermittent operation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device did not stop running after the trigger was released. It was determined that the device had unintended activation/motion, component damage and intermittent operation. It was further determined that the device failed pretest for check function of device and check oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not have enough energy to cut the bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.